Event description:
Reporter stated that pt began exhibiting symptoms of hypoglycemia in the afternoon, while at home. Reporter attempted to test pt's blood glucose for 45 mins, using the aviva system (strip lot 300194 with expiration date 8/31/2007), but the device produced recurrent strip error messages. Reporter indicated that, by the time she was able to successfully perform a blood glucose test, pt's blood glucose had dropped to 16 mg/dl (on the aviva system). Based on this value, reporter phoned emergency medical svs for assistance. Upon their arrival, 15 mins later, pt's blood glucose measured 23 mg/dl. Reporter stated that pt was treated with intravenous fluids (type not provided) and 30 mins later, pt's blood glucose measured 121 mg/dl (on paramedics' device). No add'l treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The aviva meter (catalog no. 3532275) is the suspect product.